Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during basic occlusion test and compromised force sensor system at 4 pounds during the prime/ compromised force sensor system alarm test due to moisture damage inside the force sensor resistor. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated the pump alarmed every time they changed the infusion set and reservoir. The customer had been disconnected and had been using pens as backup. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.